Manufacturer narrative:
Consumer was sent a prepaid label for return of the product. Consumer has not returned the unit.

Event description:
Consumer claims her humidifier blew out and emitted smoke. There was not a report of injury with this incident.